Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered for high rate non-sustained episodes and short v-v intervals. Review of performance data indicated that the lia was due to electromagnetic interference on the implantable cardioverter defibrillator (ICD) and was not a true lead integrity concern. It was noted the patient was swimming at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.